Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to tibial subsidence. Prior to revision, the patient had dislocated 3 days post primary surgery which was corrected by closed reduction.